Manufacturer narrative:
This product was received by technical services and the failure was confirmed. Technical services noted that the stylet's handle had separated from the metal guide. The returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a gliderite rigid stylet, the stylet's plastic handle separated from the metal rod while removing device. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.